Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right upper large area resection (pa1+2c), at the first sealing, sealing was performed without ligation, at that time there was no problem, but major bleeding occurred from the same location after 5 minutes. The video was checked, the product was not dirty, and it was not tensioned. Dissection distance was enough, the product was used at the slightly root side of the center of the jaws. And after sealing, the same location was not touched at all. The sealing was a fast seal for about 1 second. When checking the video, it was noticed that both sides of the jaws were burned, but it seemed like it was not sealed only inside the jaw. There was tissue damage and tissue repair were necessary to stop the bleeding by fibrin sealant patch. More than 500 cc of bleeding occurred because of the issue, but no blood transfusion was required. There was no re-grasp alert, and there was a sealing tone and end tone.